Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "a hair got caught in the q-syte."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte unit without the dust cap inside of a plastic bag. Also returned with the unit was a folded dispenser from lot number 9122571. In addition, three photographs were also submitted which displayed similarities to that of the returned unit. Through the visual examination, a strand of hair was observed on the q-syte protruding from the area between the top and bottom body. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found before use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "a hair got caught in the q-syte."